Event description:
Narrative from staff: during flexible ureteroscopy with laser lithotripsy and stent exchange, surgeon was using disposable flexible ureteroscope. Digital picture from the scope was lost. Circulating nurse attempted to unplug the disposable ureteroscope and plug it back in with no success. Wire connections were checked, and the display imaging came back momentarily to be replaced by an inconsistent, fluttering, and grainy picture.